Event description:
Customer reported the collimator coned in and all lights lit up after moving c-arm to cephalic position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended.